Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was noted that the patient received assistance from their doctor or manufacturing representative and their concerns were resolved. It was noted that the patient had an appointment on 2014-(B)(6). Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that the battery was replaced on (B)(6) 2014. It was noted that the patient was doing well with great stimulation coverage. It was noted that there was no further information.

Event description:
It was reported, the patient had no stimulation sensation. The reporter stated they believed their implantable neurostimulator (ins) was overdischarged because they had not felt stimulation for several months due to their hip surgery, which was unrelated to their device. It was noted, the patient was now recovered and needed the spinal cord stimulator, but they could not recharge the ins. The reporter stated they thought they could take care of it over the phone with the manufacturer. Additional information received reported, the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional (hcp) or manufacturing representative. It was noted, the patient had contacted their hcp or a manufacturing representative. Additional information received reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that health issues were the primary reason for overdischarge. The reporter stated they did not need stimulation because, it was not going them any good as they had ¿another problem and major surgery.¿ the reporter further stated that ¿evidently the battery ran out.¿ it was noted, the last time any stimulation was felt was several months ago. It was further noted, the last successful recharging session was several months ago. The reporter stated, they talked to a manufacturing representative and they informed them to use the quick charge method. The reporter further stated when you dial in the time about an hour and then try to recharge after. It was noted, the patient tried this 6-8 times. It was further noted, the patient talked to a manufacturing representative a weeks ago. It was noted, the patient had not contacted their healthcare professional. Additional information received reported, the patient had not felt stimulation for 4-5 months. It was noted, the patient had hip surgery on 2013 (B)(6) which was the reason the patient was not recharging their implant. It was further noted that a communication problem was reported. The reporter stated that another manufacturing representative in the area had to do physician mode recharge (pmr) sessions on the previous saturday, but there was never any roll over to the normal charging session. It was noted, the patient stated that three pmrs were done in total. Additional information received reported that the patient was getting scheduled for a battery replacement due to 3rd strike overdischarge. It was noted that the patient wanted a primary cell battery. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had the battery replaced because of multiple overdischarges due to user error. It was thought that there were ¿more than three overdischarge situations.¿ it was noted that the patient was elderly, forgot and was not doing it properly. To the knowledge of the caller the patient was doing well, receiving good stimulation and had no additional complaints since replacement of the ins. The patient went from a rechargeable to non-rechargeable.

Event description:
Additional information received reported that the explanted device was returned to the manufacturer for analysis. It was reported that the patient allowed the device to overdischarge greater than 3 times. It was stated that the battery depletion was not normal, the device could not be recovered from overdischarge. It was reported that the patient recovered with no sequela and had no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).